Manufacturer narrative:
Device received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the b button was unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.